Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag tore when inserting a pcb00 20.0 diopter intraocular lens (iol) into the operative eye. Therefore, the lens was removed and replaced with a za9003 iol model. There was no patient injury or incision enlargement. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 1/16/2018. Device returned to manufacturer? Yes. Device evaluation: the returned product consisted of two pieces of lens in a sample container. The lens was cut most probably as part of the removal process as mentioned in the initial report. The insertion device of the pcb00 was not returned. Only a portion of the lens was returned. The cause of the reported issue could not be determined to be at the manufacturing process since only pieces of a cut lens were received. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.